Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. The patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2017. It was reported that the patient developed a fever on (B)(6) 2019 accompanied with hypotension, acute kidney injury, altered mental state, and a chronic driveline exit site infection. The patient was also noted to have right great toe stub osteomyelitis. A wound swab of the drainage of the great right toe was positive for many gram-negative bacilli on (B)(6) 2019. A triple phase bone scan and tagged white blood cell scan were performed on (B)(6) 2019 and consistent with the suspected bone osteomyelitis. The patient was prescribed cephalexin 500 mg on (B)(6) 2019. The patient was also prescribed ciproflacin 750 mg on (B)(6) 2019 with plan to keep on for the next 6 weeks. The patient is continued on suppressive cephalexin for the driveline infection. No further information was provided.